Event description:
The customer used the suspect device to check their blood glucose and obtained a result of 178 mg/dl at 2:00pm. They dosed 20 u of insulin. Around 3:00pm they passed out. 911 was called and when the emergency medical technician arrived they checked their glucose and the level was 25 mg/dl on their equipment. They were treated with a "sugar solution in the arm." They had been experimenting with their meds, aside from insulin by taking 1/2 dosages for two weeks. Controls were not used. The suspect device was replaced and requested to be returned for evaluation.